Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2012, patient underwent an unknown surgery at levels c2-c6. Post-op, the implanted screw was backing out. Hence, the patient's doctor is suggesting a revision surgery. Patient's neck is unstable, she is wearing a bone stimulator and a hard collar with 2 posts in the back of the collar and patient is very nervous about having another surgery. Reportedly, in (B)(6) 2013, the patient underwent CT scan and the result was fine and she moved to another city (naveda). Swallowing issues to the patient began in 2015, imaging was also done in (B)(6) 2015, a surgeon in nevada stated that the patient needed additional surgery due to her symptoms; called it as a failed fusion. No screws were broken at that time. Her surgeon did additional imaging 6 months ago; there also she has incomplete fusion from what information could be determine. But the doctor informed to the patient that she needed to quit smoking and wear a hard collar for several months along with a bone growth stimulator.